Manufacturer narrative:
(B)(4).

Event description:
It was reported that an attachment of the plus sl-plus mia dbl offset adapt. Has broken off in the strike plate. Device broke during use, while inside the patient. Procedure was completed using a s+n backup device. No surgical delay or injury to the patient was reported.

Manufacturer narrative:
Investigation results: it was reported that the attachment of the plus sl-plus mia double offset adapter has broken off in the strike plate. No surgical delay or injury to the patient was reported. The device, used in treatment, was returned for investigation. Upon visual inspection, the fracture at the connection between the contact pin and the body of the adapter could be confirmed. Apart from that, the device shows normal signs of usage such as small dents and scratches. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Instruments should only be used in their original condition (lit. No. 12.23 ed. 05/16). Furthermore, the failure mode and the severity are covered through our risk management. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. Furthermore, possible raw material certificates of the batch in question were additionally reviewed, but no deviation was detected as well. No additional complaint was detected for the batch in question (c61623). A medical investigation could not be performed as relevant clinical information has not been provided. This instrument is designed to hold and guide the detachable rasps for broaching. It is therefore subjected to repeated impact forces via the modular knock plate or the pneumatic woodpecker. Previous investigations demonstrated, that under specific circumstances, this device may fracture during impaction. An optimized design of the device has been released in order to reduce the occurrence of this issue. This version of the device will be monitored for similar issues. The returned device will be discarded.